Manufacturer narrative:
The getinge service territory manager (stm) that encountered the issue replaced the executive processor board to resolve the issue. Completed with full calibration, functional testing and safety check to factory specifications. Returned to the customer and cleared for customer use.

Event description:
N/a.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) has an executive processor board failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.